Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. The customer's blood glucose was 469 mg/dl. Customer was treated with manual injection. The customer also mentioned infusion set had bent cannula. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at time event. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.